Manufacturer narrative:
Follow-up #1: date of submission 09/28/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 09/10/2015 with the following findings: a review of the pump¿s black box showed no cs162 loss of prime warnings. During testing, the rewind, load cartridge and prime sequence was performed successfully with no alarms. The force sensor calibration was found to be within required specification. The loss of prime issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed a dim display with discolored text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.